Event description:
When surgeon tried to deploy the tracheobronchial stent device, the string of the stent became stuck and the stent could not be completely deployed. Manufacturer response for tracheobronchial stent, ultraflex (per site reporter): none yet.